Manufacturer narrative:
An event regarding a defective universal driver shaft was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. There is no indication patient factors contributed to the reported event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been another event for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that t-20 screwdriver was defective which was used in surgery.

Event description:
It was reported that t-20 screwdriver was defective which was used in surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.